Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and returned due to normal battery depletion. There were no allegations against the device. An event was created due to laboratory analysis.